Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3. Analysis was performed on [product ID 97755. Serial# (B)(6)]. Analysis found that there was a recharge antenna failure, rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient (pt) had been having issues recharging their ins the last couple weeks (later on in the call when patient services (pss) was clarifying the event date, pt stated that it was maybe a little longer ago). Pt noted that they used their ins 24/7. Pt stated that last night the controller said to call mdt when trying to recharge the ins and so the ins wouldn't recharge at all. When pss asked for further error screen details, pt connected the recharger (rtm) to the controller in attempt to recreate the screen; pt stated that no device found appeared and that no device found was the screen that had kept coming up when trying to recharge the ins. Pt stated that the equipment would take longer and longer to find the ins. Pss had the pt select recharge on the no device found screen to go through passive recharge mode; pt stated that on the trying to recharge screen, the low number was 0 and the high number was 80; pt st ated that the middle number was going from 0 to 80 to 94 and back to 0 even though they were holding the rtm in place over the ins with pressure applied. The pt had also seen a recharger problem message while in passive recharge mode. Pss asked the pt if the rtm was getting hot while trying to recharge the ins; pt stated that the paddle would always get warm since they were using the fastest recharging mode, however it was like a comfortable massage heat and not hot. Pt stated that the rtm relay box would click but not get hot. Pt confirmed that there was no apparent damage to the rtm. Pt stated that when the device was first acting up, they would just kind of wiggle the rtm cord; pss asked the pt if the rtm was loose in the controller, however pt then stated that recharger problem then appeared. Pt mentioned that they thought that the rtm was replaced once not too long ago. A replacement recharger (rtm) was sent out to the patient. No symptoms were reported.